Event description:
During routine preventative maintenance testing by stryker, the device will not complete boot-up cycle during power up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section d10, returned to manufacturer on of the initial medwatch report indicates: blank; section d10, returned to manufacturer on of the initial medwatch report should indicate: 05/22/2024. Section h3, device evaluated by mfg of the initial medwatch report indicates: no. Section h3, device evaluated by mfg of the initial medwatch report should indicate: yes. Section h6, method code grid of the initial medwatch report indicates: device not returned, 4114. Section h6, method code grid of the initial medwatch report should indicate: testing of actual/suspected device, 10. Section h6, results code grid of the initial medwatch report indicates: no findings available, 3221. Section h6, results code grid of the initial medwatch report should indicate: operational problem identified, 114. Section h11, additional mfg narrative of the initial medwatch report indicates: "the customer had the device decommissioned and removed from service. The device was not evaluated by stryker. The cause of the reported issue could not be determined." Section h11, additional mfg narrative of the initial medwatch report should indicate: "a stryker field service representative evaluated the customer's device and was able to duplicate the reported issue. The customer refused to repair the unit. The unit was returned to the customer unrepaired and the customer decommissioned it. The cause of the reported issue could not be determined."

Manufacturer narrative:
The customer had the device decommissioned and removed from service. The device was not evaluated by stryker. The cause of the reported issue could not be determined.

Event description:
During routine preventative maintenance testing by stryker, the device will not complete boot-up cycle during power up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.